Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The possibility of calcification was discussed, however it was not confirmed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.